Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope had a small thread/ shaving exit the biopsy channel when cleaning the scope. This issue was found during reprocessing and microbiological sampling. There were no reports of patient harm or injury.

Manufacturer narrative:
Corrected data: d9 (¿yes¿ was selected in error on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomena such as leakage from under the control knob, failed distal end insulation test, bending angle not meeting specification, loose connection of the s connector port, buckled/wrinkled universal cord, buckling/peeling of coating/stickiness on the insertion tube, and peeling/chipping/cracking or blurring of the rubber adhesive were confirmed. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.